Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found that controller board on drawer was bad. A field service engineer replaced controller board. The system functioned as intended after the field service engineer troubleshot the device.